Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and a manufacturer representative reported that the recharger belt was broken. The patient was also having issues with their stimulation surging on its own. The patient would have to turn their stimulation down and sometimes it would stay down and sometimes it would rev up again. The changes in stimulation were not related to positional stimulation. They were unable to determine any pattern to the stimulation issues. They had worked with a manufacturer representative in the past but the surging stopped so no further troubleshooting was performed. The manufacturer representative was never alerted to the surging sensation. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that to resolve the surging the patient turned the stimulation off for 10 minutes and then turned it on after a 10 minute period of time. The device came up and continued to work properly. However, it was noted that this had occurred two more times with the same results. The patient was worried the issue was going to continue to get worse.